Manufacturer narrative:
Investigation summary: five samples were received for evaluation. A device history record review was completed with zero defects found. No quality notifications were written for this batch, nor for the associated assembly batches. Investigation conclusion: a visual inspection was performed using a 10x magnifier lens; three samples have no foreign matter (fm). Two samples have white fm therefore failure mode is verified. This is adhesive that has spilled over from where the hub attaches to the needle. Here are the things we've done to improve epoxy splatters and dripovers: re-trained operators in regards to inspecting for epoxy dripovers and identify epoxy issues. Modified the line to prevent mis-assembled cannula from accumulating and causing epoxy on the caterpillar belts and other needles. Revised the visual instruction for epoxy application to assist the operators in adjusting the adhesive camera. The adhesive camera is used to assist the assembly associate with epoxy adjustments in regards to epoxy location. It is not used to disposition product. Root cause description: while these actions reduce the interaction required for the operator in regards to epoxy application, it is still dependent on the operator to continuously monitor the assembly process for epoxy issues. We will continue to provide coaching and feedback to them as we become aware of issues. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd¿needle ns w/o silicone had foreign matter in the fluid path. No serious injury or medical intervention was reported.

Manufacturer narrative:
Medical device expiration date: n/a. A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed.

Event description:
It was reported that bd¿needle ns w/o silicone had foreign matter in the fluid path. No serious injury or medical intervention was reported.